Event description:
Boston scientific received information that this system exhibited high, out of range shock impedance value on all shocking vectors. It was reported the values had risen from 40 ohms to 90 ohms, then out of range, over 125 ohms. No oversensing was detected; however, multiple non-sustained ventricular episodes were noted. To date, no further information has been received regarding root cause or resolution and no adverse patient effects were noted. A data disk has been forwarded to boston scientific's internal technical services for evaluation. Data disk assessment confirmed the high out of range shock impedances measurements and noted the values had exhibited a shifting effect rather than a upward trend. Technical services stated the issue was likely related to a lead integrity anomaly and recommended troubleshooting efforts to assess system performance.

Event description:
Subsequently, the physician elected to surgically intervene and capped this right ventricular lead. Another boston scientific lead was successfully implanted with no adverse patient effects reported.

Manufacturer narrative:
With lead taken out of service, no further investigation required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the lead remains implanted and in service. Should new information be received, this event will be further updated.

Event description:
Field follow-up confirmed no intervention has taken place at this time. The physician has elected to monitor the impedance change, rather than surgically intervene. Should the conditions change, it was stated this decision would be reassessed. No adverse effects have been reported.